Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The dacapo power pack showed electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Conclusion: a dacapo power pack reportedly had a broken housing with electrolyte leakage. The reason for the damage is most likely due to the patient biting into the battery housing.

Event description:
The battery did not work well after the patient bit it. Afterwards, the parent noticed electrolyte was leaking from the battery. The patient did not come in contact with the electrolyte and no injuries were reported.